Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on the reported strip lot met criteria. The product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. Technique issues were identified in the complaint which may have contributed to the unexpected results obtained by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation pending.

Event description:
Caller reported variance between inratio inr results as follows: (B)(6): inratio = 3.0, (B)(6): inratio = 1.3, (B)(6): inratio = 4.4 (retested five minutes later) =2.5. Therapeutic range = 2.0-3.0. Caller is concerned with the accuracy of the monitor as the results are high/low despite there being no changes to medication. It was reported that finger was being milked; finger touched test strip and sample applied >15 seconds after finger was pricked.